Manufacturer narrative:
(B)(4). The device sample was not returned for eval at the time of this report.

Event description:
The customer alleges that there is a leak at the level of the wall connection. No pt injury.